Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited high capture threshold. Fluoroscopy was performed and revealed the lead had dislodged. The lead was turned off. The patient was in good and stable condition.